Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation pulmonary vein isolation procedure, an farawave 2.0 nav was selected for use. 60 minutes into the procedure, a decrease in blood pressure was observed. The blood pressure did not return to normal over time, and it was confirmed through an echocardiogram that a pericardial effusion occurred, indicating a state of cardiac tamponade. Pericardiocentesis with drainage was performed and the symptoms improved. The patient was transferred from the general ward to the high care unit. The patient is currently not presenting any worsening of symptoms related to the cardiac tamponade. There was no device malfunctions reported.